Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the middle threads. Device history record (DHR) review for the lot number (1217723) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (1217723) was performed for similar event using keyword fracture screw through the manufacturers internal system and 1 other similar complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided.

Event description:
Doctor reported that when placing the definitive crown the screw fractured. Doctor removed the screw with ultra-sound in an anticlockwise direction. Doctor completed the procedure using a new screw.